Event description:
The patient had noticed the segments missing for about 2 weeks on their meter. They had continued to take their set amount of oral medication (amaryl) as well as their set amount of insulin (type and dosage not known to the family member) during the time they were having the missing segments issue. Last sunday, the patient was feeling drowsy, sleepy, was mumbling, could not focus, and had slurred speech. One of the family members tested their on the subject meter and the result was "30 something". They were taken to the hospital and the hospital meter results was also "low" (family member did not know the exact result). They were first treated for hyperthermia and then they were given somehting to eat/drink. Althogh the meter had missing segments, the meter results was low, which matched the hospital result and treatment. They were kept in the emergency room for about 6 hours. The patient's family member also mentioned that the patient had an open-heart surgery in 2005 and their appetite has not been the same since then. Therefore their doctors had been ir the process to adjust their set amount of insulin. They also mentioned that the meter had not been dropped nor has any trauma occurred to the meter. A replacement meter with test strips was sent to the patient.